Event description:
Related manufacturer reference number: 2017865-2022-38143, related manufacturer reference number: 2017865-2022-38144. It was reported that the patient has deceased on (B)(6) 2022. There is no known allegation from a health care professional that suggests that the death was device related. The primary cause of death was cardiac arrest. No additional information was reported.

Manufacturer narrative:
It was reported that the patient expired due to cardiac arrest. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal.